Event description:
It was reported that the atrial lead (B) (4) had high impedance and was 'totally non-functional' in bipolar mode but worked in unipolar. It was further reported that the atrial lead was fractured. The lead was replaced. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. The right ventricular lead (B) (4) was also returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; distal segment returned and analyzed.